Manufacturer narrative:
D4/h4: serial number lookup yielded no results. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during continuous IV remodulin therapy, the pump did not appear to be functioning properly. The patient forgot to change the pump cassette and the pump allegedly did not alarm as expected. The patient later discovered the cassette was dry and they went to the emergency room for evaluation. Nursing staff, the physician, and pharmacist attempted troubleshooting due to concern for possible pump malfunction. Therapy was delayed but no patient harm was reported, and the patient transitioned to a backup pump while the pharmacy arranged replacement of the affected pump.

Manufacturer narrative:
A2, a3a, a4: updated. E4 - initial report sent to FDA: updated. H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.